Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history review, revealed no issues were identified that may have contributed to the issue of incorrect re-prime procedure. The cause for the reported issue was determined to be use error- press go and bypass while trying to reprime the patient line. A labeling review was performed and found current labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding an incomplete prime which occurred on the homechoice (hc) prior to patient connection. The registered nurse stated that they pressed go and then started bypassing before the baxter technical service representative (tsr) realized what the nurse was doing. The tsr explained the situation and advised to start over with new supplies as the supplies were compromised. The nurse understood the explanation, ended therapy, and would start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.